Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-01656. It was reported that the patient was experiencing ineffective therapy due to both of their leads having migrated. As result the leads surgically repositioned on (B)(6) 2021. Effective therapy was established post-operative.